Manufacturer narrative:
Based on the received information and in situ testing, it can be assumed that the reported symptoms are due to a partial migration of the active electrode out of cochlea. According to additional information, a repositioning surgery has taken place, where complete insertion of the active electrode could be achieved. Post-operative in situ measurements were indicative of a functional device, which remains implanted. This is an initial and final report combined.

Event description:
It was reported that the patient was experiencing uncomfortable high tones and patient's performance was not progressing as expected. The patient was given a new map, which gave immediate improvement. A CT scan showed 3 to 4 electrodes outside the cochlea. As per additional information received, the electrode could be fully reinserted during a revision surgery, during which CT findings were confirmed. Postoperative in-situ measurements were indicative of a functional device, which remains implanted.